Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code ) has been confirmed. As received, the monitor displayed a service code 203. Upon investigation, the monitor failed a pulse test. The cause for the pulse test failure was isolated to contamination on pca connectors j1002 and j1003 on the defibrillator board and the j1000 connector on the computer/analog board. Oxidation build-up on the connectors increased the resistance, causing the pulse test failure. An internal corrective action has been initiated to investigate oxidation build-up. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was displaying a service code.